Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken on the surface in the distal area. A deep gouge mark is observed in the center of the optic on the anterior side of the lens. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, noticed a scratch on the center of the intraocular lens (iol) following implantation and haptic issue. The lens was removed and replaced during the initial procedure with no patient harm.